Event description:
It was reported that the readings froze. The sensor was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Product was provided for investigation. An external visual inspection was performed and passed. A pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).